Event description:
It was reported that when using the bd pyxis¿ es server user indicated that two locations were shown that pharmacy information was not transferring to the stations. The issue began approximately 30 minutes ago. Pharmacy staff reported that they were unable to pull medications from the pyxis units and could not verify new orders. The customer confirmed that everything appeared normal from their side. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over to the station. A technical support specialist confirmed with the customer that all devices were affected and reported seeing the error message extract transform load (etl) process delayed on their end. New orders were not appearing on either the enterprise server or any devices, and orders for patients transferred to another location were also missing. After reviewing the sample provided by the customer, tss informed that the messages had failed to process for approximately 180 minutes due to a network connectivity issue with the structured query language (sql) database on the server. Later the connectivity was restored, and all pending messages began processing successfully. The system functioned as intended after the technical support specialist investigated the issue.